Event description:
Patient felt the a-eeg equipment may have been frequently but not constantly interfering with his pm-defibrillator device.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Related to FDA medwatch report - uf/importer report# (B)(4). Per doc-010378 hazard ID 5.1, severity 3-negligible risk level low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. It was also noted, that there is a statement in 019694 trex hd instructions for use (IFU) "the trex hd monitoring uses radiofrequency (rf) energy only for its internal function. Therefore, its rf emissions are very low and are not likely to cause any interference in nearby electronic equipment." Four attempts were made to have the product returned. 26 june 2023: it has been at least 45 days since the customer was informed that the return of the part is necessary for investigation. The part has not been received back. Faillure confirmed: no. Investigation result code: neuro sbu/product not returned. Closure rationale: complaint could not be verified, materials not returned for analysis. Complaint will be included in trending data for further review.

Manufacturer narrative:
Initial report ref natus complaint (B)(4). (B)(6) 2023: natus received notification of the complaint from the FDA via medwatch report. (Uf/importer report# (B)(4) ). (B)(6) 2023: a adverse event questionnaire was sent to the customer. The customer was also asked if they still had the device that was used during the procedure. A related case (B)(4) was opened against this product in (B)(6) 2020 for the same account with repairs done in (B)(6) 2020. There are no CAPA's related to this issue. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. A device history record review is not applicable because, prior to the reported issue the device was in service for 2 or more years and a manufacturing defect is very unlikely. Install date: (B)(6) 2020. Further investigation to be carried out.

Event description:
Patient felt the a-eeg equipment may have been frequently but not constantly interfering with his pm-defibrillator device.